Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped working and there was the smell of smoke. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The system messages were present in the event log, and the burning smell was present in the laser module. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to core module. However, without a sample, component level root cause cannot be determined at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. This event occurred during a vitreoretinal procedure for repair of a retinal detachment. The laser was not used. The patient was a (B)(6) old male. The case was completed as planned on the same day. There was no harm to the patient.